Event description:
The customer reported that the monitors powered off uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dsm 8 memory needs to be replaced. No conclusion can be drawn as repair info is unavailable and no available service info was provided.